Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, error test and self-test. All operating currents are within specification. No unexpected low battery alarm noted. Off no power alarm functions properly. No battery icon anomaly or battery out limit alarm noted. The low reservoir alarm functions properly. Unit was programmed with several boluses and monitored. All boluses delivered and were properly listed in the bolus history screen. The unit calculated the additional bolus deliveries and were verified in the daily total screen. Unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted. All buttons function properly. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery and delivery anomaly. Customer's blood glucose at time of incident was 500 mg/dl. After the troubleshooting customer was advised to monitor the insulin pump. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 500 mg/dl. The customer stated the act button doesn't always respond. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with a bolus but her blood glucose keep climbing but after manual injection the blood glucose came down.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. A visual inspection was performed on the keypad traces; moisture damage was found on the keypad traces. The insulin pump passed the displacement accuracy test.